Event description:
Originally microalbumins and creatinines were run together - letter from manufacturer that no carry over issues exists - found that carry over is a problem. Microalbumin needs run separately from creatinines to avoid erroneous results. No publication from manufacturer stating this for other users.